Event description:
The ge oec 7700 fluoroscopy system would continually reboot during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found loose connection in the workstation that was tightened to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.